Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter cassette. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and two days prior to the receipt of this report, the patient was hospitalized for the event. The cause of the peritonitis was unknown, further described as the patient ¿may not have washed his hands this one time¿ however, this was not confirmed. One day after being admitted, the patient began treatment for the peritonitis with gentamicin (dose, frequency and route of administration not reported) and on the same day the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). It was reported that the patient has recovered from the event (previously recovering). No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.